Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws was burned off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood on the tool handle and jaws were observed. Microscopic inspection showed the silicone boot insulation on the cold jaw was peeled at the tip. No sign of burn or melt on the silicone boot insulation. Charred tissues were evident on the jaws. It was also observed that the heater wire was slightly flexed but not detached. Based on the returned condition of the device and the evaluation results, the reported failure mode "melted" was not confirmed. The analyzed failure mode "peeled jaw" and analyzed failure mode "bent wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws was burned off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.